Event description:
A 5 ml/hr insulin drip was ordered. The medication and the pump settings were verified by two other rns. The pump was set to infuse at 5 ml/hr, and the total volume to be infused was 20 ml. After 1 hour the pump began alerting "air". The pump had infused the total dose in less than one hour. The patient did not have any adverse effects other than an increased stay in ER.====================== manufacturer response for infusion pump,======================sent in the pump and spoke to baxter via phone. No response until after they receive pump and test it.